Event description:
Material # 305916 batch # unknown. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. 305916 threw away 2-3 boxes when I put the needle on top of the syringe when pushes the air out there is resistance has 3 samples available xxx xxx xxx replacements for 2 boxes.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.